Manufacturer narrative:
He device was not returned for analysis. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.

Event description:
It was reported that during a laparoscopic gastric sleeve, following the third firing, the staples became completely open. The procedure was converted to open and completed with another like product. The or time was extended 60 minutes.